Manufacturer narrative:
It was reported that the anesthesia workstation suddenly malfunctioned and ceased operation during surgery. No patient was injured. The user facility did not involve the local dräger s&s organization into any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by dräger but was not able to provide additional details. In case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected;thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. There are no further reports and the failure parts have not been returned. According to the available information, the product has been in use for 8 years. It is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
It was reported that the ventilator of this device failed during use, the operator replaced with a back up device immediately. No patient injury reported.

Event description:
It was reported that the ventilator of this device failed during use, the operator replaced with a back up device immediately. No patient injury reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.